Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure of the defibrillation codes being out of calibration. Physio-control recalibrated the device and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not charge beyond 50 joules. There were no reports of patient use associated with this event.